Event description:
Healthcare professional reported pain and capsular contracture baker grade iii bilaterally. The devices have been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of device appears to trigger rejection, capsular contracture was received on jun 07, 2021 with lot number 1243042. Visual analysis of the returned device identified; yellow particles in shell, deformation, weight within specification. After autoclave cycle was observed: cloudy gel. Observed ¿split in patch (ss)¿, it is out of specification per qa199.04 and it is assessed as workmanship. Based on the device analysis the final assessment is: - split in patch assessed as workmanship.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported pain and capsular contracture baker grade iii bilaterally. The device has been explanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported pain and capsular contracture baker grade iii bilaterally. The devices have been explanted.